Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s5 mast roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility the service rep replaced the motor controller board and performed preventive maintenance on the system. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the s5 mast roller pump displayed a motor control fault error message during set up for a case. The pump was switched out prior to the start of the procedure. There was no pt involvement.